Event description:
Staff members were preparing a unit for use on a pt (age and gender unk) and the characters on the unit's monitor screen display would not appear. The unit was plugged into ac power and the unit's green led light was on. The staff obtained another unit (MFR unk) and treated the pt. The original unit was never attached to the pt and there was no adverse effect on the pt.